Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device was confirmed to be operating in safety mode, and device memory analysis identified a memory inconsistency. The device underwent therapy availability testing, and normal device function was observed. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. It is likely the depletion was due to the memory inconsistency and not a performance issue with the battery itself. Laboratory analysis confirmed this device appropriately reverted to safety mode due to an identified memory inconsistency. Because the device operated normally in the laboratory setting, the root cause was unable to be determined.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Please note: the following has been updated/corrected since the previous report was issued: the device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device was confirmed to be operating in safety mode, and device memory analysis identified a memory inconsistency. The device underwent therapy availability testing, and normal device function was observed. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. It is likely the memory inconsistency was due to the battery voltage being too low. Laboratory analysis confirmed this device appropriately reverted to safety mode due to the identified memory inconsistency. Because the device operated normally in the laboratory setting, the root cause was unable to be determined. Additional information: further review of data and device analysis was conducted, and engineers have determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device was confirmed to be operating in safety mode, and device memory analysis identified a memory inconsistency. The device underwent therapy availability testing, and normal device function was observed. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. It is likely the memory inconsistency was due to the battery voltage being too low. Laboratory analysis confirmed this device appropriately reverted to safety mode due to the identified memory inconsistency. Because the device operated normally in the laboratory setting, the root cause was unable to be determined.